Manufacturer narrative:
.

Event description:
It was reported that during a lap cholecystectomy procedure, the clip ejected from the device. Another device was used to complete the case. There was no adverse consequence to the pt.